Event description:
The user was experiencing helium leak alarms, however, a further review indicated that they were getting system 3 error alarms. The hospital decided to transfer the pt to another pump, and there were no complications. The hospital does not have a service contract with arrow, so the hospital's biomedical dept will service the pump.